Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sometimes alarmed failed battery test, battery out limit, displayable history check failed on startup, unexpected restart, and external error. The insulin pump sometimes powered off without alarming before. She inserted a new battery but received a weak battery. She was not connected to the insulin pump for the last three months due to battery issues. She was on shots. The insulin pump was stored without a battery. Customer's blood glucose level was 106 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected weak battery alert, battery out limit, or failed battery test alarms occurred during testing. The insulin pump passed the self-test and unexpected restart error test. No alarms noted during testing however, displayable history crc check failed on startup alarm found in the alarm history file due to corrupted history file. No unexpected blank display, time/date resetting, or pump shutting off noted during testing. The insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.